Event description:
It was reported that a valiant stent graft system was implanted for the endovascular treatment of a chronic descending thoracic dissection under physician-sponsored (B)(4). The aneurysm and vessel morphology were not reported. A lumbar drain was placed in order to minimize the risk of spinal ischemia. The subject tolerated the procedure well and improved rapidly over the first 24 hours. By the second evening, the drain was clamped with no symptoms and the spinal drain was removed. Later in the evening, the subject was out of bed and ambulating and sensed weakness in the lower extremities. The neurologic exam in the lower extremities degenerated to where the subject had limited motion in the toes, and a lumbar drain was re-inserted. Over the ensuing several days the bilateral lower extremity weakness improved and following evaluation by physical therapy, occupational therapy and the neurology service, the subject was discharged to a rehabilitation facility. One week later the physician was notified by the subject¿s family that the subject had suddenly died the previous evening following medication for insomnia. The subject was found non-responsive and was unable to be resuscitated. An autopsy was performed, and the apparent cause of death was rupture of the descending thoracic aorta just above the visceral segment. The original endograft had covered the thoracic aorta from just distal to the subclavian artery to above the visceral arteries with the remaining infrarenal segment moderately enlarged and with a known risk of potential rupture in the future which would potentially require further intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (paralysis, death). Patient¿s condition affected effectiveness of device (pre-operative dissection). (Not completely excluding the aneurysm). Evaluation conclusions: known inherent risk of a procedure (paralysis, death). Device failure related to patient condition (pre-operative rupture). Operational context caused or contributed to the event (not completely excluding the aneurysm).